Manufacturer narrative:
Malfunction occurred during pretesting cycle. No patient contact or injury reported. A follow-up MDR will be submitted when product is received and evaluated.

Manufacturer narrative:
Device received and evaluation conducted. Investigation determined the root cause of the shaft frosting to most likely be a failure of the vacuum tube.

Event description:
Probe froze up the entire shaft during pre-test.